Event description:
It was reported there was a problem with the patient programmer. There was a warning screen for a change battery icon. The patient had shaking that started 2 hours prior to report. The patient¿s remote control didn¿t pick up anything that he did. The battery was not dead because, the white button would cut everything off. When they pressed the white button it sometimes would work and sometimes it would not. When they pressed the yellow button it would not work at all. It showed a box with a person. The patient couldn¿t feel stimulation and they were shaking like a leaf. It was noticed on the day of report. For a long time their medicine wasn¿t working and they checked the charger and they had charge left (2 solid and 1 blinking). The patient was able to connect with their recharger and they had half a charge with ¾ increment flashing with lightning bolt which showed the stimulator was on. The patient turned on the patient programmer with the ¿white bulb¿ on the front which turned it on and then they placed it over their skin and pressed the check mark and it would not connect. The patient re-tried and they got the warning screen to change the aaa batteries.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 64001, lot# n275903n01, implanted: 2011 (B)(6); product type adapter product ID 64001, lot# n269124, implanted: 2011 (B)(6); product type adapter product ID 3387-40, lot# j0555643v, implanted: 2005-12-19 explanted: product type lead product ID 3389-40, lot# j0444096v, implanted: 2005 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).